Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 19580778. Model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.